Event description:
Customer reported that the insulin pump had alarmed for a motor error during a bolus three times in the past few months. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. She did not know the blood glucose reading. She stated that she was able to complete the rewind sequence. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked case, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.